Event description:
It was reported that the asymptomatic patient¿s right atrial lead was dislodged; the device was programmed to vvi mode. The lead was capped and replaced on (B)(6) 2017 during routine device change out procedure. The patient was stable during and post procedure.